Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) and left ventricular (lv) leads were successfully connected to the cardiac resynchronization therapy defibrillator (crt-d) device, then when attempting to back turn the atrial setscrew, a setscrew problem was observed. The setscrew could not be engaged and it could not be turned. A setscrew interface problem was suspected since the physician felt that the wrench was not properly seated. The wrench was not standing up straight in the screw. A second wrench was attempt and exhibited the same issue as the first one. The device was removed. A new device with all setscrews engaged as expected was implanted instead. No patient complications have been reported as a result of this event.